Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a nurse hung an amiodarone bag (150mg/100ml) to infuse over 40 minutes and discovered the bag empty 10 minutes later. The customer reported no patient harm.

Manufacturer narrative:
The customer's report of an amiodarone over-infusion could not be confirmed or replicated. The pcu event logs showed that on (B)(6) 2015 at 6:24am the pcu was powered on and the pump module attached seconds later. A short time later the user programmed the device using guardrails drugs for the drug amiodarone load at a concentration of 150mg/100ml and a duration of 40 minutes. The user started the infusion at a rate of 150ml/hr, vtbi of 100ml, and a primary volume infused (pvi) of 0ml. At 6:35am the device alarmed for air-in-line, and at 6:36am the user powered off the pump module which recorded a pvi of 26.981ml for the 11 minute infusion. Rate accuracy testing was performed on the pump module and determined it to be infusing within specification. Leak testing was performed on the returned primary administration set and no leaking was observed. Rate accuracy testing was also performed using the customer's returned administration set at the reported incident rate of 150ml/hr; the rate was within specification and there were no periods of unregulated flow observed. During internal inspection the pump bezel assembly was found to have a small hairline crack in one of the mechanism frame mounting posts. However, it did not contribute to any rate accuracy issues during testing. The root cause of the reported amiodarone over-infusion was not determined.